Manufacturer narrative:
Patient ID was not available. On 8/24/2016: a medtronic field service engineer (fse) visited the site. He reloaded the config and odometer files onto the system and this resolved the issue. System checkout completed. Software investigation completed. This issue has been added to a software anomaly database for trending and monitoring.

Event description:
A medtronic representative reported that during a spinal surgery they took an a/p image with the o-arm, then tried to take another and the system would not respond. They rebooted the system and it got stuck at the "system booting please wait" screen. They manually opened the door and discontinued o-arm navigation for the surgery. Fifteen (15) minute delay to the case. No patient harm.